Event description:
The angio-seal plug in the right superficial femoral artery may have damaged the posterior wall of the artery. Follow-up surgery was initiated to place a graft for repair of the artery.